Event description:
The uf filter head for the ro loop plumbed for central bicarbonate system was molded incorrectly, so there was no flow to the inlet side of the housing head. An additional uf filter plumbed in parallel with the defective device prevented immediate recognition of device failure.